Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope air/water channel was swapped twice and tested positive for gram positive cocci, and acinetobacter johnsonii. Channel two tested positive for acinetobacter lwofii. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Despite good faith attempts the user culture report confirming the reported event were not shared with olympus. This report is being supplemented to provide additional information based on the device evaluation, results of third-party testing, the customer cleaning disinfection and sterilization (cds) checklist and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: connecting tube ---wrinkle connecting tube protector --- shaved mouthpiece ---damaged suction cylinder ---scratched universal cord --- scratch biopsy channel --- preventive annual maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels cfu: 4cfu bacterial identification: micrococcaceae the customer provided their cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.